Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Neck segment would not seat on broach. Surgeon could not get an accurate representation of the trial, and wasted a hip stem. This also resulted in a 30-minute extension of surgical time.